Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was run over by an (B)(6) in 2006 and her pt programmer was either lost or run over during the accident and she hasn't used it since. She also stated she had a loss of therapeutic effect following some sort of trauma in 2006. Pt was paralyzed from the waist down as a result of the accident. She is currently looking for a new physician to manage her stimulation therapy but has not found one yet. She is wondering if the 7427 stimulator will still work if she receives a new programmer and the answer to her question is unk at this time. She was encouraged to find a new physician to address her device issues. Additional info was requested and if received a follow up report will be sent.